Event description:
Pt required removal of bilateral breast implants related to left implant rupture. Capsullectomies were also perfomred. The silicone implants were originally placed approx 3 yrs ago. Tolerated the procedure well.